Event description:
High lv impedance was observed (above 3000 ohms). During lead replacement, the lead was found to be damaged. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
This report was opened in error. Complaint is on serial number (B)(6). A new report has been opened on that serial number and this report should be closed.